Event description:
The customer reported the system did not recognize the footswitch and locked prior to a cataract procedure. There was no patient involvement. The case was completed with an alternate system.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 2 cfr 803.56 when addition reportable information becomes available. (B)(4).